Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an unexplained change in device longevity on a merlin.net remote transmission on (B)(6), the fastpath summary estimated 11 months to eri. However, the transmission from (B)(6) 2020 indicated the device reached eri. It was noted that the device calculated current drain of 31ua was listed as 22ua on the fastpath summary. Using the voltage and current drain listed in the device image analyzer program, the device estimated 4 months to eri. However, the fastpath listed the current drain as 22ua which estimated 11 months to eri. The device was explanted due to eri. The patient was stable.

Manufacturer narrative:
Complaint of premature battery depletion was not confirmed. Device was received at eri. Analysis of device image and rco data indicates that auto-capture and rate responsive feature were enabled, and device was pacing in high output mode at times. When automatic settings are programmed, the device would adjust itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of device. Analysis of device was performed, did not find any anomalies. Longevity assessment was performed and device¿s implanted duration exceeded projected longevity and is considered normal battery depletion.